Event description:
Five reactive advia centaur xp (B) (6) pt results and two advia centaur xp troponin ultra pt results were obtained. Upon repeat the (B) (6) results were non-reactive and the troponin ultra results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant (B) (6) and tni ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B) (6) and tni ultra results, was due to crack in wash 1 tubing. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.